Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was sustained during procedure. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. During lead revision, it was discovered that the helix would not extend. A new rv lead was implanted successfully. There were no patient consequences.